Event description:
The rptr stated that rptr's parent's meter was getting er1 messages that day. Stated that after each of 4 or 5 messages, they would retest and get results of 380 to 400, possibly a 500 mg/dl. No symptoms were reported. No medical advice was sought. During follow up call, the rptr stated that rptr's parent had since had a routine dr's appointment, where parent tested on dr's meter at "200 something". Stated that parent is always eating, and is never under 200; elevated results are not unusual for parent. Reviewed use of color chart on strip vial. No harm was alleged.